Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had not delivered a defibrillation shock with internal paddles, during patient use. A backup device was subsequently used. Physio-control contacted the customer in order to obtain additional information about the patient; however, no response was received.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue. The downloaded electronic patient records were reviewed, and it was observed that no case had been recorded on the reported event date. Several attempts were made to confirm the reported event date, but no response was received. In an available electronic patient record of an event that occurred prior to the event date, no evidence of the reported issue was observed. The internal paddles used during the event could not be testing, as they were not returned. After performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had not delivered a defibrillation shock with internal paddles, during patient use. A backup device was subsequently used. Physio-control contacted the customer in order to obtain additional information about the patient; however, no response was received.